Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video clip for the reported event was available for review. A review of the instrument log of the small grasping retractor (part # 470318-10 / lot # n10201207-0205) associated with this event has been performed. Per the logs, the instrument was last used on 24-oct-2022 on system (B)(4) for a sigmoid colectomy procedure. There are 2 uses left with this instrument. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. The small grasping retractor instrument is currently associated with corrective actions regarding design to change the pitch cable allowing for crimp retention. This design change will ensure that the pitch cable crimp is retained even if the cable breaks to mitigate the potential for a fragment falling into the patient and to improve pitch cable life. No additional actions are required given that a design change is in progress to help reduce the severity of pitch cable failure. This complaint is being reported based on the following conclusions: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure the small grasping retractor instrument had a broken cable. The device was not used on the patient. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.